Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. Upon interrogation, the pulse generator exhibited inadequate output and the right atrial lead exhibited a loss of capture. The patient also complained of experiencing nausea and lightheadedness. The device was successfully reprogrammed and the patient was in stable condition; the patient would continue to be monitored.